Manufacturer narrative:
Additional information: no returned product was received for evaluation. Review of the provided photo confirms the presence of a fiber, however as the fiber is no longer in the syringe in question, the origin of the fiber is unable to be determined. Conclusion: no assignable manufacturing root cause could be determined. Corrected data: in review, it was noticed that the following information for section "e1" was inadvertently not addressed in the initial MDR report. Therefore, the information has been captured in this supplemental MDR report accordingly: section e1: first/given name: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable as healon is not an implantable device. Section d6b: if explanted, give date: not applicable as healon is not an implantable device. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure, the doctor observed gray matter emerging alongside the viscoat when tested near an left eye incision, which was only visible under a microscope. They had already primed the viscoat on the mayo stand as well and it was noted that the grey matter did not get into the patient's eye. It was noted that the product was obtained as part of a healon duet and the account thinks the gray matter came from the healon endocoat product. It was confirmed that the gray matter fully removed and the procedure successfully completed. No surgical or medical interventions required and no patient injury reported. The patient's outcome was reported to be normal, finished surgery as expected. Trough follow ups, it was clarified that the gray matter was noticed when the surgeon primed the syringe next to the incision on the eye. The matter touched the eye ball but did not go inside the incision area. They used a weck to remove most of the matter and then flushed the eye with balanced salt solution (bss). They opened a new healon and continued the surgery. The doctor mentioned he has had this issue happen once before and looked the same. No further information was provided. This report is for the incident that happened on jan 24, 2025. A separate report will be submitted for the other incident which the doctor experienced.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on jan 18, 2022 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Evaluation of the returned product did not confirm the presence of a foreign material. Upon evaluation, the particle could not be located. The returned syringe and eye sponge were inspected and found no evidence of foreign particles. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.